Event description:
It was reported that the device would not warm up. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It was confirmed that the tank cover had cracks and the rubber feet were missing. After visual inspection, functional testing was performed. It was confirmed that the displayed value of the circulating water temperature was high, and the actual measured value of the water temperature was low. It was also confirmed that the motor rotation was weak, and the circulating water was not turning. The customer's complaint was duplicated and confirmed. The root cause was that the pump rotation was weak, which caused the water temperature in the heater and thermistor section to rise, causing the overall temperature of the circulating water to drop. The gri pump was replaced as a result, along with the cracked tank cover. Rubber feet were also installed. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.